Manufacturer narrative:
The unit p-cap / test and reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. The pump uploaded to care link pro without any errors. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. ¿ the following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, broken belt clip rails, cracked retainer, cracked case (corner of belt clip rails) and cracked battery tube threads. On (B)(6) 2024 16:44:32.000 normal bolus delivered, normal bolus amount programmed = 6 bolus amount delivered = 6. In summary, the pump passed functional testing. Unable to verify customer alleged for high bgs. No delivery alarm/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 483 mg/dl and the current blood glucose value was 226 mg/dl. The customer reported the following led up to the event the customer has been contending with persistent but intermittent insulin flow block issues with the most recent cannula being bent. The event involved product(s) mmt-394a, mmt-332a, mmt-1715kr. The customer reported an insulin flow blocked alarm during therapy. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was able to remove the infusion set and identified the cannula/ , was bent. The customer declined to continue pump troubleshooting. The customer reported physical damage (jrack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. The customer discontinued using the device and the insulin pump. No product return was required for mmt-394a. No product return was required for mmt-332a. Mmt-1715kr was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.